Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the device logs for the large clip applier (part# 470230-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the large clip applier was last used on (B)(6) 2022 via system (B)(4). There were 53 uses remaining after this last usage. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the large hemo-o-lok clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the large hem-o-lok clip applier instrument did not attach/clamp clips. The procedure was completed with no patient injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: no damage to the instrument was detected prior to use. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application (e.g., incomplete closure of clip), using large hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter suggested for the clip size. The clip applier instrument had been used once during the case when the incident occurred. They used a backup instrument to solve the issue. There is a video of the operation; the reporter will check if it is possible to send it.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. Fa found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test on multiple attempts. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. There was no problem detected.